Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator was 'dead' and could never be 'set right'. The patient experienced shocking sensations from the stimulation, and sneezing felt like being tased. Two magnetic resonance imaging (MRI) scans were conducted since the device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the device never worked right. However, they stated that if their horse stumbled or they hit a bump driving, they would experience shocking. The patient stated that the manufacturing representatives tried working with the settings so it would not shock them, but it never helped. The patient added that they finally stopped trying to use the device,and now the battery is dead and they can't charge it. They concluded that they would like to have the ins taken out because it is too painful now.

Event description:
Additional information was received from the patient (pt). They reported that they had multiple reps work with them trying to get the device to provide pain relief without shocking them when driving on rough roads, sneezing, or just moving wrong. The reps tried adjusting the settings multiple times, but the issue was not resolved. Pt stated they would really like to have the device removed because it causes them discomfort.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.